Event description:
Caller reported damage to the pump housing, particularly around the usb port, but it did not affect the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using their current pump without interruption while waiting for a replacement. Technical support confirmed the pump was under warranty and arranged for a replacement with updated software. The customer was instructed to return the damaged pump to tandem using the provided label within 10 days. Training on the new pump would be available to the customer, who understood all instructions and did not require a delivery signature.